Event description:
Note: the date of event is unk. Note: this report pertains to one of ten complaints that occurred during the same procedure. The ten associated MFR report #s are: 3005099803-2009-03890, 3005099803-2009-03892, 3005099803-2009-03893, 3005099803-2009-03894, 3005099803-2009-03896, 3005099803-2009-03897, 3005099803-2009-03898, 3005099803-2009-03899, 3005099803-2009-03900. It was reported to boston scientific corp that ten resolution clip devices were planned for use during treatment of a bleed. According to the complainant, during preparation, a box containing a quantity of ten devices was opened and all ten had the sheath and the blue gripper detached. Another resolution clip device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has been rec'd by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).